Event description:
Patient was implanted with a trochanteric fixation nail (tfn) system and was later complaining of discomfort. This report is for an unknown tfn nail. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. This report is for an unknown tfn nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number nor part number was provided.